Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. This report is supplemental to previously submitted 2243072-2025-01416. It has been determined that the legal manufacturer is san agustin. This new MDR is being submitted to correct the legal site and to submit a MDR under the correct site registration number. A correction supplemental was submitted for 2243072-2025-01416 stating the cancellation of the original MDR.

Event description:
It was reported that the bd plastipak luer-lok had foreign matter. The following information was provided by the initial reporter: this event was reported to baxter france on (B)(6) 2025 via email. The product involved was propofol fl inj 1000mg-50ml (product code: unknown, batch/lot number: aoh0558a, quantity: 1). The date of the event occurrence is unknown. Reporter stated that when the bd plastiplak 50ml luer-lock syringe was collected from the propofol vial, the nurse was able to detect an abnormal deposit in the syringe (see photo: the deposit is on the wall of the syringe), probably from the cap. The issue occurred during self-check. There was no patient involvement. The sample is available. Also, sample picture has been provided.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: multiple photos along with the physical sample was provided to our quality team for investgiation. Through visual inspection, a light brown particle was observed within the syringe. Characterization testing was performed and identified the particles are consistent with polypropylene. A device history review was performed for reported lot 2505031; no deviations or non-conformances were identified during the manufacturing process. Six retained samples were also examined, and no particles or contamination were observed. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were found. Although no direct manufacturing issue was identified, the particles likely originated during the molding process. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.

Event description:
No additional information.